Event description:
In 2008, the pt arrived at the hospital at 7 am with a blood glucose level of 1000mg/dl and he was unconscious. At 9am the pt was admitted to the intensive care unit, and his blood glucose had lowered to 800 mg/dl. After 24 hours the pt was able to communicate and stated that on the day before, he received errors (exact error unk) on his infusion device and his blood glucose was elevated to 300 mg/dl. He stated that he was not able to clear the error and his blood glucose continued to elevate. His normal blood glucose range is 100-200 mg/dl. No further info is available. The infusion device was requested to be returned for evaluation.